Manufacturer narrative:
This case, with patient identifier (B)(6) system 2, is related to case with patient identifier (B)(6) system 1. The list of concomitant products can be found in (B)(6). Other text : material discarded.

Event description:
It was reported the patient received the following results within 15 minutes: hi higher than the measurement range of the meter, higher than 600 mg/dl, lo lower than the measurement range of the meter, lower than 20 mg/dl using system 2 and 38 mg/dl using system 1.